Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: imd49jb45 lead, implanted 2000-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low impedances. The polarity was programmed back to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.